Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and "any creases". Device has been explanted.

Event description:
Healthcare professional reported a right side deflation and "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, calcification and an opening. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. The reason for reoperation: deflation.